Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Supplemental will be submitted with evaluation results. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Lagging in needle image when inserting, claim is that the image is 3-5 seconds behind any movement.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the image is 3-5 seconds behind any movement is unconfirmed. The customer did not send in their probe to evaluate. The sr8 was tested with an in house gt probe and showed no signs of lagging behind with any movement and the image looked normal compared to other sr8 units. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to the customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Lagging in needle image when inserting, claim is that the image is 3-5 seconds behind any movement.